Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting is-1 leads into the header of this device resulting in reported clinical observations.

Event description:
It was reported during a routine cardiac resynchronization therapy pacemaker (crt-p) device implant, that the physician reported difficulty in inserting the right atrial and right ventricular lead pins into the header of the device. The physician reported a "resistance" during insertion. The leads where successfully inserted into the device. There was no noise seen, and no out of range measurements. The device and leads remain implanted. No adverse patient effects were reported.